Event description:
Rn was alerted that pt's o2 saturations were in the 70's. Rns arrived at bedside to find pt with bipap on his face with no audible alarm; a visual alarm graphic showing and the waveform screen showing a flat line. Rns removed bipap to bag oxygenate the pt and bipap began audibly alarming. Pt did not respond to manual attempt to oxygenate.